Manufacturer narrative:
(B)(4). Date sent: 11/27/2023; d4: batch # 291c32. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60l device was returned with no apparent damage and with a gst60b reload loaded on the device. The reload was received unfired. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The event described could not be confirmed as the device performed without any difficulties noted and the articulation mechanism was totally functional during functional testing. Device history review: a manufacturing record evaluation was performed for the finished device batch number 291c32, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 10/31/2023. D4: batch # unk. B3: date of event is 2023, event day and month unknown. Captured as (B)(6) 2023. Additional information was requested, and the following was obtained: 1. Could you please provide more details for "stays out a few millimeters causing it to fire incorrectly"? : when ¿home¿ button is pushed, the jaws do not always return to a straight home position. At times, the jaws are pointing slightly (1mm or so) left or right and the surgeon believes that this could be impacting his subsequent fires. 2. Did the device deliver any staples? : yes. 3. If yes, were the staples formed properly? : yes. 4. If yes, was the staple line complete? : yes. 5. Did the device cut? : yes. 6. If yes, was the cut line complete? : yes 7. If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? : the surgeon alleges that the jaws not returning straight, impacted his buttressing (gore seamguard). 8. Was there any difficulty opening the device? : no. 9. If yes, how was the device removed from the patient? : n/a. 10. If yes, did the jaws eventually open? ; n/a. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that there was an alignment issue with device after first fire. The jaws did not return completely to home section after surgeon hits home button and stays out a few millimeters causing it to fire incorrectly. No patient patient harm. New device used to finish.